Event description:
The patient had a full replacement due to low battery but also that the lead was damaged and not working. The surgeon saw that it was kinked and/or broken during the surgery. The lead impedance was over 10,000 ohms before the surgery began that day. The explanted devices were discarded. No additional relevant information has been received to date.